Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal cramping, constipation, and cloudy effluent. The cause of the event was reported as "machine told patient to change prongs, but patient did not change all"; however, further details were not provided, therefore, the cause was assessed as unknown. Five days after the event onset, the patient was hospitalized and released that same day. The patient was treated with cipro for three weeks (intraperitoneally, dose and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. No additional information is available.